Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a quantum maverick balloon catheter with a quantum maverick shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. A portion of the distal shaft of the catheter including the balloon, markerbands and distal tip were not returned for product analysis. There was contrast in the inflation lumen and blood in the guidewire lumen. There were numerous kinks throughout the hypotube of the device. Majority of the returned portion of the distal outer and inner shafts were kinked, buckled, stretched and flattened. The distal outer and inner were separated from the distal end of the shaft. The length of the returned portion of the device could not be determined due to the damage of the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on preliminary analysis on (B)(4) 2014. It was reported that shaft kink occurred. The 20mm x 4.0mm, 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Pre-dilation was performed with an unspecified balloon catheter. A 8mm x 4.0mm quantum maverick balloon catheter was selected to dilate the lesion. During advancing, the balloon shaft was kinked. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.